Event description:
The distributor contacted animas on (B)(6) 2012 and reported that the ok, up and down arrow keypad buttons were unresponsive. No other information is available at this time. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): the keypad was found to be peeling. The 'ok' and contrast buttons were found to be intermittently responding. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the event the bolus button was found to be difficult to push. The cover was removed and the contact was found to be misaligned.